Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, rectocele, and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2010 due to mesh erosion through vagina. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal burning and urinary incontinence. It was reported that patient concurrently underwent paravaginal defect repair, vaginal colpopexy, and proctoscopy.

Event description:
It was reported that following insertion the patient experienced vaginal burning and urinary incontinence. It was reported that patient concurrently underwent paravaginal defect repair, vaginal colpopexy, and proctoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency, cystocele and rectocele.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced vaginal itching.

Manufacturer narrative:
Date sent to FDA: 7/17/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced vaginal tenderness and abdominal pain. It was reported that patient underwent revision of mesh on (B)(6) 2010 and (B)(6) 2013. (B)(4) represents the adverse event which occurred on (B)(6) 2010. (B)(4) represents the adverse event which occurred on 5/23/2013.